Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review could not be completed due to unknown product identifiers. A review of the device history record (DHR) was not completed due to unknown product identifiers. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. Based on the instructions for use (IFU), the occurrence of thrombosis is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the revascularization procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the cephalic vein in the left upper arm. Approximately 3 months after the re-intervention procedure, the patient¿s vessel containing the target lesion was reportedly thrombosed. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00116.